Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece power is not working and the handpiece felt hot during a surgical procedure. The handpiece was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The handpiece was manufactured on december 6, 2017. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned sample showed no visible non-conformities. The returned handpiece was connected to a calibrated system. System message (sm) displayed when the handpiece attempted tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause of system message (sm) can be attributed to moisture ingress causing the high electrode to short to ground. However, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).